Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10 conomitants: (B)(6) 244-22-09 - optetrak hi-flex tibial insert, sz 2, 9mm (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t (B)(6) 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left.

Event description:
Legal case ¿ USA patient ID: (B)(6). Case-(B)(4). Case-(B)(4). ***additional information received from legal on 14-nov-2023 4 jan 2024, v simms, rn- implant date: (B)(6) 2010, , op report attached / explant date: (B)(6) 2016: postoperative diagnosis: synovitis, with aseptic loosening; open debridement and synovectomy with revision of all 3 components. Revised to exactech devices. The patient was awakened and taken to recovery in stable condition. Revision op report attached. ***original description summary*** as reported via legal documentation the patient had a left knee replacement on (B)(6) 2010. Approximately 6 years and 6 months after the initial procedure the patient had the first left knee revision. After each of the left total knee replacement surgeries, the patient began to suffer from symptoms including but not limited so synovitis with aseptic loosening, mechanical loosening, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The device, optetrak hi-flex tibial insert, serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
B4: corrected.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2010. Approximately 6 years and 6 months after the initial procedure the patient had the first left knee revision. After each of the left total knee replacement surgeries, the patient began to suffer from symptoms including but not limited so synovitis with aseptic loosening, mechanical loosening, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.